Manufacturer narrative:
The pump was received with intermittent up button response due to corroded keypad traces. No frozen screen anomaly noted. All operating currents are within the specifications no unexpected low battery, off no power, bad battery alarm noted during testing.

Event description:
The customer reported via phone call they had frozen display. The blood glucose at the time of the incident was unknown. The customer called back regarding screen freezing up and having not response from the pump. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.